Manufacturer narrative:
The field service engineer found the vacuum not properly applied at the probe from lv8 causing the drip from the probe wipe. He replaced defective solenoid lv8. He verified the instrument with no further dripping. (B)(4).

Event description:
The customer stated the probe leaked a few drops during startup on the coulter act series analyzer after performing troubleshooting. The leak was not contained within instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.